Event description:
It was reported that the fiber broke while inside of the patient, after 40 minutes, during a photoselective vaporization of the prostate procedure. The procedure was completed utilizing another fiber. There was no clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Analysis of the returned fiber revealed that the fiber is broken within the white tubing at 4 feet and 7 inches from knob, between input connector and control knob. The fiber is broken within the outer flow tubing 4.5 mm from the control knob, between distal tip and control knob, and exhibits indication of bending, crushed, and no melting at break location. The fiber was tested with hene laser fixture, aim beam is visible at the location of break. The outer sheath exhibits no signs of melting. It cannot be determined if excessive bending occurred during shipping or preparation of the device. An evaluation conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the fiber broke while inside of the patient, after 40 minutes, during a photoselective vaporization of the prostate procedure. The procedure was completed utilizing another fiber. There was no clinical consequences to the patient.